Event description:
As reported via the (B)(6) study, angiography revealed three-vessel disease. The indication for the index procedure was stable angina pectoris. The mid left anterior descending artery lesion was described as 70% stenosed, concentric, and 15mm in length. The reference vessel was 3.0mm diameter. A 3.0 x 13mm cypher select + was implanted by direct stenting at 16atm. The stent was not post-dilated. The lesion in the ostium of the proximal circumflex was described as 70% stenosed, bifurcated, concentric, and 10mm in length. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.5 x 8mm balloon at 6atm and a 3.5 8mm cypher select + was implanted at 16atm. The stent extended to the left main. The stent was post-dilated with a 3.5 x 8mm balloon at 14atm to fully expand the stent at the bifurcation. The unprotected left main lesion was described as 70% stenosed, bifurcated, concentric, and 15mm in length. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.0 x 15mm balloon at 10atm and a 3.5 x 13mm cypher select + was implanted at 16atm. It was noted that during crush stenting, the balloon was broken. All lesions had timi 3 flow prior to and after the stenting and residual stenosis was 0% for all stents. The pt's troponin level was less than two time upper limit of normal 6 to 24 hours and 24 hours to discharge. The pre-procedure troponin level was not reported. At the time of the 30-day follow-up, the pt had reported experiencing angina pectoris, but no treatment was reported. Approx 2 years and 4 months after the index procedure, the pt underwent angiography due to angina that revealed that the stent in the circumflex had migrated ostial to proximal. The ostial lesion was described as 80% stenosed with timi 3 flow. The lesion in the ostial circumflex was treated with a 3.5 x 12mm everolimus stent. There was no reported restenosis of the lad or left main stents.

Manufacturer narrative:
Cypher select product (B)(4) is not distributed in the us; however, it is similar to us distributed cypher product (B)(4). This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2009-01633. Additional info will be submitted within 30 days of receipt.